Event description:
Adverse event(s): "no pt injury" (no consequences or impact to pt). Product problem(s): "problem with occlusion" (occlusion within device): "problem with vacuum" (aspiration issue). A nurse reports a problem with occlusion/vacuum in phaco. The handpiece was switched without success. Then the system was switched to complete the case. There was a 10-15 minute delay, no pt injury reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).